Event description:
The physician reported the needles have inconsistent sharpness, causing the needle to perform inconsistently. The physician used the needles and disposed of them. The product is not available for eval.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported info.